Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) underwent a recent unspecified surgery. The hp stated that due to the surgery, the patient cannot carry a large last fill during pd therapy. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number was unknown, an evaluation could not be completed. If additional relevant information is received, a supplemental medwatch will be filed.